Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer stated that insulin pump alarmed battery out limit. Customer could not remove the battery cap. The blood glucose reading is 525 mg/dl. Customer will treat high blood glucose. Customer stated that the insulin pump stopped working over the weekend, so she went to emergency room. The insulin pump will be replaced. Nothing further reported.